Event description:
Not placed, wrong size. Patient code: 4580. Device code: 1583. Reference report# mw5174419. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).